Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as red and itchy under the blue electrode. The patient reported having eczema and sweating a lot. There was no alleged device malfunction contributing to the irritation. The patient saw a doctor who prescribed her proper medication. The medical outcome is unknown. Supplemental report 9/22/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as red and itchy under the blue electrode. The patient reported having eczema and sweating a lot. There was no alleged device malfunction contributing to the irritation. The patient saw a doctor who prescribed her proper medication. The medical outcome is unknown.